Manufacturer narrative:
H.6 investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. The attached photos exhibit product from cat # unknown, lot # unknown. This product has been captured and will be investigated in investigation child record 8350255. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 2 unspecified bd¿ pen needles did not inject the medication. The following was recieved by the initial reporter: verbatim: user reports that the vial does not inject the medication. On july 2nd the patient got 5 punctures to inject the dose, because the vial did not inject it, it's like it was empty but it's not. The user tried with a different vial and could not inject either, both from same batch. User reports that has previously reported two other vials which she broke one to make sure it was not empty because it was not working, and she has a 2nd vial with her that is it's half outside refrigerator. On monday the user received two new vials, but none of them works either, they inject till their half and then stop. She has 4 packaging from same batch which one is in a new pen, but it's also compromised. In pictures provided, it's possible to observe a metal coming out of the vial (a broken needle). *** drug administered: somatropin. >>> at this moment, the only issue reported by customer regarding the bd pen needle is the broken cannula observed in drug's vial. Injection failure is reported to be related to the pen used, and follow-up attempts are being made to make sure the needles were not related to it.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone #: (B)(6). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 unspecified bd¿ pen needles did not inject the medication. The following was received by the initial reporter: verbatim: user reports that the vial does not inject the medication. On july 2nd the patient got 5 punctures to inject the dose, because the vial did not inject it, it's like it was empty but it's not. The user tried with a different vial and could not inject either, both from same batch. User reports that has previously reported two other vials which she broke one to make sure it was not empty because it was not working, and she has a 2nd vial with her that is it's half outside refrigerator. On monday the user received two new vials, but none of them works either, they inject till their half and then stop. She has 4 packaging from same batch which one is in a new pen, but it's also compromised. In pictures provided, it's possible to observe a metal coming out of the vial (a broken needle). Drug administered: somatropin. At this moment, the only issue reported by customer regarding the bd pen needle is the broken cannula observed in drug's vial. Injection failure is reported to be related to the pen used, and follow-up attempts are being made to make sure the needles were not related to it.